Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow-up, noise was observed on the rv channel. The noise was reproducible with deep breathing and coughing. Noise could not be reproduced at a subsequent clinic follow-up therefore the lead will remain implanted and the patient will be monitored via merlin.net.